Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer, had a leak of bloody fluid during backwash of the manual sampling mode. Customer reported that fluid leaked onto counter. Customer reported that the volume of the leak was approximately 1 ml or less. Customer reported that they wore gloves and lab coats at all times when operating the lh 500 analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a bent tubing connected to the rinse block. The fse straightened the bent tubing and resolved the issue.

Manufacturer narrative:
(B)(4).